Event description:
It was reported the high pressure alarm knob is lose in the system. No patient injury was reported.

Manufacturer narrative:
Other text: the device was returned with cracked small knobs and a loose patient outlet connector. The root cause was determined to be impact damage to the cracked knob caused the relief alarm. The relief pressure knob was replaced. After completion of repairs and preventive maintenance, the device passed functional tests. During repairs, the patient outlet connector was tightened per a trend analysis action under an internal CAPA. A manufacturing device history record review was performed and it was deemed unrelated to the current customer reported reason. E4 is unknown.

Event description:
Additional information was received which stated no patient was involved.